Manufacturer narrative:
Explant date: estimated explant date. Investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 1627487-2019-06522. It was reported the patient had an infection. As a result, the system was explanted in (B)(6) 2019 (exact date unknown).

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-06522.